Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system required witness to sign in. A technical support specialist dialed into station, verified co was not enabled, checked data synchronization debug logs, confirmed device was communicating with server without issue. Then pinged station to server, restarted data synchronization, external messaging, maintenance and carefusion via agent services and confirmed from the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system required witness to sign in. The customer stated that the user was unable to sign in. The user restarted the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.